Manufacturer narrative:
Concomitant products: dtba1d1 ICD: implanted: (B)(6) 2015, 419688 lead, implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated atrial pacing capture threshold was elevated. Atrial capture threshold data is intermittently recorded, but when recorded capture threshold steady at approx. 2 volts since (B)(6)-2015.

Event description:
It was reported that the atrial lead had high thresholds. The output for the atrial lead was increased to maintain one-and a half times safety margin. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.